Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the integrity errors that were present. The cse replaced the v66/67 valves as well as the tubing to the sample probe and the 250 ul syringe. The wash aspirate was checked and the reagent 1 (r1) probe was calibrated. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total hcg (thcg) patient result was obtained on an advia centaur xpt instrument. The initial result was considered correct and the repeated result was considered discordant. The initial repeat was from a new sample that was drawn and repeated on the same instrument. The following repeated results were from the original sample and repeated on the same instrument. The 550 miu/ml repeat value was the only patient result considered discordant. The initial result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) patient result.